Manufacturer narrative:
(B)(4)

Event description:
It was reported that a decolt procedure was being performed. The physician placed the ptd device into the patient's graft which was heavily clotted and made one pass. At which time, he noticed the tip of the ptd had separated and was retained in the patient. The tip was not retrieved and was left in the patient. The patient was then transported to another department and coded on the way. The patient expired. They do not know if there was any delay in treatment. The physician, dr. (B)(6) noted that there was no patient harm due to the issue with the ptd tip separation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The provided instructions state that in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. The potential cause of the ptd basket tip separating could not be determined based upon the information provided and without a sample. No further action will be taken.